Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a programming issue with the pca could not be confirmed, however the issue was determined to be due to the pca volume exceeding 35% of the volume of the syringe. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that when attempting to administer a pca dose to a patient, the intended programming for the pca was 1mg/ml and when attempting to program 1mg q 10 minutes and a basal rate of 20mg/hr, max 30mg/hr, the pump displayed "cannot proceed due to incorrect concentration or dosing parameters". The customer is questioning the maximum morphine 1mg/ml pca critical care library. When the morphine pca concentration was changed to 5mg/ml the pump worked.